Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with typical range. The system performance was found to be to spec and as expected. No new risk recognized.

Event description:
Doctor reported that following a brain treatment of essential tremor, the patient reported facial drooping, arm and leg weakness